Event description:
The pt had complained several times in the previous week to their mother that they could no longer hear with their ci. The external parts were exchanged two times and helped improve the situation. In 2003 however in the clinic telemetry showed 'poor coupling'.